Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm, but technical support instructed the caller to remove obstructions from the speaker holes, clean them, and reset the pump. Once these steps were followed, insulin delivery resumed, and the pump returned to normal operation without the alarm recurring. Technical support also provided guidance on preventing future altitude alarms.